Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: undetermined.

Event description:
It was reported that leakage occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "material no. 305111, batch no. Unknown. It was reported there was "damage on side of needle that caused insulin to spill out between needle and syringe. "Dear complaint department, attached please find the spreadsheet which contains detailed complaint information data for bd syringe/needles. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. Description of issue: customer reported damage on side of needle that caused insulin to spill out between needle and syringe. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 26 g, 1/2¿ needle ¿ 305111. Product lot number: m220645 (box). Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further tandem follow up is required. Customer disposed of cartridge as well and was able to successfully load a new one. Cts to replace cartridge. Note: product category = needle/syringe issue".